Event description:
The balloon of a cypher stent delivery system ruptured under nominal pressure during inflation. A pt of unk age and medical history underwent a pci of the proximal lad. The lesion was described as slightly calcified and highly tortuous with 75% stenosis. The safety and effectiveness of cypher has not been established in pts with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. A 3.5x13mm cypher was delivered to the target lesion without friction for direct stenting and was inflated up to 10 atms, but the balloon ruptured. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Balloon rupture was confirmed by contrast medium leakage under angiography. There was no pt injury reported. The sds was removed without difficulty and another balloon was used to fully expand the stent successfully. No abnormalities were observed during prep. The manufacturer of the inflation device was not indicated. Info about the type of contrast and saline ratio used was not available. The product was not returned due to the pt's infectious disease.

Manufacturer narrative:
A DHR review was performed and showed that this lot of product met all requirements per the applicable manufacturing quality plan. Without the product available for analysis, the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the info provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics (highly tortuous), and procedural factors (direct stenting) that may have contributed to this event.